Event description:
Dear sven I have opened rga # 71921 on this unit with : standard exchange. This blower had a tf 431002 with 79% and not 100 % as mentioned in the rga . Please change this to w.e due to the 5 year warranty on defactive blower since 2014 . Br lior.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information.